Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, brown particles, and a curved opening. A leak test was performed which found three openings. A microscopic analysis identified a curved striated opening on the radius side assessed as surgical damage, and two punctures on the posterior and radius side assessed as surgical damage-like. The fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is a curved striated opening assessed as surgical damage, and two punctures assessed as surgical damage-like.

Event description:
Device has been explanted.